Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported loud beeping noise. It is unknown if the device was in use at time of the event. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 01jul2019. Date received by manufacturer: 28jun2019. The manufacturer¿s technical services (ts) confirmed the reported issue. Multiple attempts were made to obtain repair/service information that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.